Event description:
As reported by our affiliates in italy, it was a case of an implant of a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. During the procedure, moderate resistance was felt inserting the esheath before passing the bifurcation point. Despite this, it was decided to continue the procedure with the next step inserting the delivery system. Then, high resistance was felt when pushing the valve through the distal part of the esheath+. The valve was successfully implanted. Upon device withdrawal, the esheath tip was torn and detached. The remaining portion of the sheath was left inside the patient, and no action was taken. Angiography revealed no visible abnormalities, and the team decided to take no further action. The patient did not experience any injury. As per images provided, the sheath distal tip was observed torn and detached.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Updated section h6- impact code. Investigation is ongoing.

Manufacturer narrative:
The event reported is anticipated in the risk m anagement documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The returned devices were visually examined, and the following was observed: liner fully expanded. Distal tip opened but torn. Tip torn material separated and not returned. Hdpe material stretching on radial and axial score line. Slant score line visible at the tip. Imagery was provided and the following was observed: tortuosity and calcification at the access vessels. Minimum lumen diameter 5.0mm (5.5 mld for a 14fr esheath). Esheath distal tip torn. Tip torn material separated. According to the technical summary, the IFU, current risk mitigations, including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified regarding warnings, contraindications, or the directions and conditions necessary for the successful use of the device. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. The complaint for difficulty introducing sheath was confirme d based on the evaluation of the returned device. Available information suggests that patient factors (calcification, tortuosity, undersized vessels) likely contributed to the event as 3mensio in dicates that the access vessels presented calcification, tortuosity and undersized sections at the access vessels. Sharp or bulky calcified nodules within the patient access vessel can act as a physical obstacle that can increase friction and lead to higher push force and/or damage the distal tip. Interaction with calcification can also lead to sheath kinks if combined with the push force required to insert the sheath. Additionally, tortuous patient anatomy can create sub-optimal angles that can induce stress to the sheath shaft causing it to bend or kink and require a higher push force to navigate. Tortuosity can also exacerbate device interaction with calcified nodules and lead to distal tip damage. Furthermore, undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition that can increase friction and result in difficulty inserting/advancing the sheath or result in secondary failures (distal tip damage, sheath kink). These factors combined can create a challenging pathway for sheath introduction and can compound, further leading to difficulty during sheath introduction/advancement. The complaints for sheath distal tip tear, system component separation during use, and resistance between system components causing difficulty advancing through sheath were confirmed , based on the evaluation of the returned device and provided imagery. Sheath distal tip tears may result from a combination of multiple contributing factors . The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, as documented in a product risk assessment and/or by other manufacturing-related factors being investigated in a CAPA. Additionally, patient or procedural factors, such as challenging anatomy or non-coaxial advancement angles, may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root ca use is unable to be determined at this time. Complaint histo ries for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. This complaint falls within the scope of a CAPA. The CAPA was opened to further investigate potential contributing factors to the tip tear events, which is currently in the investigation phase.